Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one actual sample containing approximately 90 ml of solution in the reservoir and four companion samples. The reported condition of no flow/non-delivery was not confirmed. Visual examination of the device showed no signs of blockage that could have caused the reported condition. Flow was readily observed from the unit and continued without stopping until the solution was emptied from the reservoir. A functional test was performed on the four companion units by filling them with 105 ml of dextrose solution. After fill, flow was readily observed. Flow continued without stopping until the dextrose solution was emptied from the reservoir. No root cause was identified, as no evidence of no flow was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
Baxter (B)(4) received a report that an infusor had flow difficulty during patient use. The concomitant medical products are currently unknown. This condition has the potential to interrupt therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The sample is available. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.